Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip and cracked end cap sticker. Unable to perform functional testing due to cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump hit the concrete really hard causing display screen to crack and go black. It was reported that customer was a brittle diabetic and had to go to the hospital as a result of damage due to high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer was advised that insulin pump would need to be replaced.